Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had a urinary tract infection (uti) since the week prior to the report. The patient was on phase 3 session 5. No further complications were reported/anticipated.